Event description:
During insertion of apex hole eliminator into acetabular shell, screwdriver tip broke off and was stuck in eliminator. Diamond burr was used to smooth the end off as it could not be extracted. Massive irrigation during burr process.